Manufacturer narrative:
.

Event description:
It was reported that the numbers on the insulin pump scroll, without any input from the customer. Customer's blood glucose level at the time 130mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No display anomaly was noted. The insulin pump had a cracked case at the display window corner, minor scratches on the display window and a cracked reservoir tube lip.